Event description:
It was reported that during implant the first attempted left ventricular (lv) lead was not able to be implanted due to diaphragmatic stimulation and/or high thresholds in all branches attempted. A different model lead was placed, however there was placement difficulty, as there was diaphragmatic stimulation and/or high thresholds in all branches attempted. The physician had also difficulty measuring thresholds through the analyzer because of lack of good contact with the analyzer cables. The second lead was left in use. It was noted that patient anatomy was a contributing factor in the placement difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).